Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the non-calcified superficial femoral artery to popliteal artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the mid part of the balloon ruptured upon initial inflation at 6 atmospheres for 1 to 2 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.